Event description:
I started having night sweats, panic attacks, losing my hair (alopecia) joint pain, purple skin, autoimmune symptoms, heart palpitations, chronic fatigue. They thought I had lupus, corrective tissue. I found a surgeon enbloc / capsulectomy. My symptoms improved immediately. Please do something about their horrific devices. I had allergan natrelle, under the muscle for 8 years. FDA safety report ID# (B)(4).